Event description:
The complaint/event involved a pompe plum 360¿, français canadien, compatible avec le logiciel ICU medical mednet ¿. The reporter stated that a patient received less haiv than intended and the male patient received insulin. As a result, the patient developed hypoglycemia. The patient was on haiv with a flow rate of 70 ml/h. On (B)(6) 2025 at 22:36:17, the administered volume (750 ml) was deleted. On (B)(6) 2025 at 6:25:34, the administered volume was cleared, and it was 202 ml. At 70 ml/h it should have been higher. At 8:19 a.m. When the day nurse checked his flow rate, it was indeed at 70 ml/h and the solution was the bag installed at 7:00 p.m. They were told that they had already had this problem, volume delivered does not equal the volume prescribed with a bicarbonate infusion. The ICU clinical nurse consultant advised that she reviewed the event log and there does not appear to have been any under-administration of the medication. There may have been confusion with the way the information is reported in the report. The infusion started at 7:02 p.m., with a 1000 ml bag. When you see vadm :750 or vadm:202, it tells you how much is left in the tank, not how much has been cleared. At 10:36 p.m., the infused volume was erased, there was 750 ml left in the reservoir at that time, which means that in 2.5 hours, +/- 250 ml were administered. With a flow rate of 70 ml/hr, this is consistent. At 6:25 a.m., about 8 hours later, the infused volume was again erased. At that time, 202 ml remained in the reservoir, which means that 548 ml was administered. With a flow rate of 70 ml/hr, this also fits. There was a patient involved, and patient harm, the patient developed hypoglycemia. Updated information from the customer was received on 29 april 2025 stating that there was unspecified tubing also in use during the complaint/event. The pump was insulated, but the tubing was not, there was a 0.2-micron filter built into the tubing because parenteral nutrition was being administered. The pump was tested but the tubing was not. A medical intervention was needed since there has been a drop in blood sugar of the patient. Updated information from the customer was received on 30 april 2025 stating that the harm to patient was that the solution administered contained a high dose of dextrose. As the flow was not delivered, hypoglycemia occurred and a dose of d50% was administered to correct the hypoglycemia. There were no other details surrounding the clinical impact to the patient.

Manufacturer narrative:
D1 - pompe plum 360¿, français canadien, compatible avec le logiciel ICU medical mednet ¿. The device has been received for evaluation; however, investigation is not yet complete.

Manufacturer narrative:
Engineering observes the incident reported by the customer was initially programmed by the user on 03/17 @ 19:05:09 where the infusion was interrupted by several alarms and resumed shortly after each alarm. The user cleared out the infused volume counters several times by pressing the [clear total] softkey. Engineering calculated the delivery accuracy each time the infusion was paused/stopped/interrupted and each delivery accuracy falls within the design tolerance. The plum 360 system operating manual (som) identifies the delivery accuracy design tolerance as being generally +/-5.0% focusing on the reported incident infusion: date time volume infused volume remaining comments 03/18 07:34:01 1.0ml 998.3ml, 08:27:21 60.9ml 937.4ml, 10:53:41 170.4ml 767.0ml, 14:18:25 221.5ml 545.5ml, 22:36:23 249.8ml 750.2ml since volume counters were cleared 03/19 06:25:41 547.4ml 202.7ml on 19/03/2025 at 6:25:34 the administered volume was cleared, and it is 202 ml. At 70 ml/h it should have been higher 08:19:50 133.1ml 69.6ml. Evaluation: engineering evaluates the pump delivered accurately (within design tolerance) and performed correctly as per design.the probable cause of the customer reporting under-delivery is due to user confusion: interpreting the volume remaining as the volume infused in the event alarm log (eal) report.